Event description:
Our affiliate reports that during an arthroscopic meniscal repair, the silicon tubing which fixated the meniscal fastener to the inserter needle slipped off and fell into the pt's joint space. The tubing was removed from the body and the procedure was completed successfully without further issue or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.